Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury, no product malfunction occurred. Additional details have been requested but have not been received to date. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient developed a pressure ulcer while using the flexi-seal device. The device was placed for the management of diarrhea related to c-difficile. Patient outcome is unknown as well as how long the product was in use.

Manufacturer narrative:
This supplemental report is being submitted as additional information was received from the reporter, stating that the patient was admitted on (B)(6) 2015 and the product was placed on (B)(6) 2016. It was reported that the patient was bed-bound due to sedation and agitation. The patient was turned every (2) hours and there was no skin breakdown noted prior to the product placement. The ulceration was found in the perianus of the patient and was considered to be a skin alteration and not a pressure ulcer by the reporter. The patient was treated with removal of the product and monitoring of the site, turning the patient and using an air mattress. The c-diff was not resolved prior to discontinuing the product. It was also reported that the patient was discharged at a later date (unknown). No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 05, 2016. (B)(4).

Manufacturer narrative:
Additional information was received from the reporter, stating that the device had been in place on the patient from (B)(6) 2016 until (B)(6) 2016. Upon further review of the reported event, it was determined that the complaint was not related to a design or manufacturing issue, therefore, a detailed investigation or batch record review is not required. This investigation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4)